Manufacturer narrative:
E1. Initial reporter phone (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported a patient undergoing a cardiac ablation procedure that included use of a qdot micro catheter experienced a cardiac tamponade requiring pericardiocentesis. During the ablation using the qdot micro catheter on right ventricular outflow tract just below the pulmonary valve, the patient moved, and the blood pressure decreased. Pericardial effusion was confirmed. No product abnormalities were found. Pericardial drainage was performed, and the blood pressure recovered. The procedure was completed. The patient returned to the room. Patient outcome is fully recovered. Physician¿s opinion on the cause of this adverse event is that it was due to patient movement. The patient did not require extended hospitalization. Transseptal puncture was not performed. No evidence of steam pop. Irrigated catheter was used during the procedure and the flow setting was pre: 2 seconds, post: 4 seconds. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed. Contact force and vector settings were used. Visitag module was used, parameters for stability were range: 3mm, time: 3s, force over time: 25% 3g,tag: 3 mm. No additional filter used with the visitag. Tag index, 400: pink, 450: red was used. Ngen generator was used.